Event description:
It was reported that during routine check , the cs100 intra-aortic balloon pump (iabp) unit had a leak in iabp circuit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and ran it for 4 hours. The fse found no problems. The fse performed all the functionality tests and found the unit ok. The unit was then handed over to the customer in working condition.